Event description:
Ide products are reported through alternative reporting requirements per FDA regulation 803.19 and do not require MDR reporting.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented remotely. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient experienced no adverse effects.